Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial and femoral loosening at the cement/implant interface. The cement manufacturer at the time of original implantation is unknown. Update rec'd (B)(6) 2014 - medical records received. A correct doi was given. After review of the medical records it confirmed femoral component loosening and also the tibial component loosening with subsidence inside the cortex of the tibia. The patella was also noted to be loose at the implant/cement interface so it is now being reported. The manufacturer of the cement is still unknown after reading both operative notes. There is no new additional information that would affect the existing MDR decision. The complaint was updated on (B)(6) 2014.

Manufacturer narrative:
Conclusion and justification status for MDR:the device associated with this report was not returned. Review of the supplied medical records and x-rays confirmed device loosening. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions about the root cause of the device loosening based on the information available. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.